Event description:
It was reported that it had never worked for the patient since they had it and had gone back many times for programming adjustments. It was noted that the patient did not get how to use the patient programmer too well. It was noted that the patient was supposed to try the programs and had not been able to do that.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va02euc, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient never had therapeutic effect and the therapy had never worked well for them. It was stated the patient had stimulation in the wrong location and while on program 3 at 1.0 volts they felt stimulation in their left buttock and going down their leg. It was noted the patient was concerned about stimulation down their leg because they just got out of the hospital for a knee replacement surgery in their left leg. Reportedly, when the patient was on program 3 at 1.0 volts they were getting up to use the bathroom every few hours four times a night. It was noted now that the patient had their stimulation turned off they were up every hour going to the bathroom. It was stated the patient had a loss of bladder control following an implant and the patient stated "that's the way it's been since (B)(6)." It was stated the patient was supposed to switch programs each week and keep a diary but they were not able to do this because of their knee replacement surgery and also struggled with using their programmer because they had macular degeneration and could not see very well. The patient switched from program 3 at 1 volt to 4 at 0.4 volts. It was stated the patient was able to feel stimulation comfortably in their rectal area.

Event description:
Follow up information reported that the patient still had concerns with their device therapy but was working with their doctor and the manufacturer's representative. The patient had an appointment with a new urologist. If additional information is received, a follow up report will be sent.